Manufacturer narrative:
Through follow up additional information was provided. The following fields were updated: patient date of birth and gender (B)(6) - female. Explant date - (B)(6) 2017. Complaint reporter's name dr. (B)(6), health professional - yes, occupation physician. Device available for evaluation ¿ yes, returned to manufacturer on 9/7/2017. Patient is doing fine post surgery and replacement lens is zxt150, 22.5 diopter. Iol the affected eye was the right eye. No complications were reported. No vitrectomy, no sutures, no incision enlargement. Device evaluation : the device was returned to the manufacturer. Visual inspection was performed and lens was observed cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 24.0 diopter intraocular lens was explanted due to the refractive aim not being achieved. No additional information was provided.